Manufacturer narrative:
The complainant was unable to provide the product ID or lot number. As a result, the UDI could not be identified. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the foley spontaneously broke apart in the csicu, the foley fully detached from the tubing. It is unknown if the patient required a new catheter to be placed. There was no patient injury.

Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. No physical sample has been received for the evaluation. However, the manufacturing plant determined that there have been complaints reported in the past for catheter detachment. As part of continuous improvements, a corrective action (CAPA) has been opened to address the reported issue through a more robust investigation. The results of investigation will be documented through the referred CAPA.